Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are seeing the settings not available message on their controller. Patient stated the controller is fully charged and they are able to turn the stimulation on and off, but not adjust the intensity. Patient also stated their back hurts really bad. The patient was redirected to their healthcare provider to further address the issue. Patient states they see renee goodhart as their primary physician that is local to them, however their pain physician is in az at the mayo clinic. Patient requested local rep, so agent sent email to local reps to follow-up with the patient.